Event description:
The therakos uvar xts photopheresis system's screen went blank and the machine powered off. After several attempts to restore power, the tech support from the company was called. After thirty minutes of troubleshooting it became clear that the blood could not be returned to the patient. The patient was disconnected from the machine and ultimately the patient required one unit of packed rbc's.